Manufacturer narrative:
On (B)(6) 2013 - the date of explant was provided to us. After it was received, the pacemaker underwent an electrical incoming goods inspection. The clinical observation was confirmed. The implant showed the error message mentioned in the complaint description during the initial status interrogation. This error message appears if an unexpected power consumption of the implant is detected and informs the user about this fact. The pacemaker's capability to deliver therapy was tested. The implant provided therapy in the safe program. Both the antibradycardic output signal and the signal sensing were normal. The pacemaker showed behavior according to specifications in the safe program in regard to its therapy functions. Next, the memory content of the implant was analyzed. The check showed that the memory content was damaged in a matter that an increased power consumption was wrongly detected, which led to the clinical observation. Due to this, the implant correctly switched to the safe program. In general, the device is able to detect damaged memory areas and then to automatically switch to safe mode. In the safe program, an antibradycardic therapy function is ensured. The damaged memory content was corrected in the further course of the analysis. The device subsequently underwent a complete electrical function test. There were no indications of a pacemaker malfunction. In summary, the analysis identified damaged memory content that led to the clinical observation. The cause for the damaged memory content could not be determined. But it cannot be ruled out that external influences, such as strong electromagnetic fields, were the cause of the damaged memory content.

Event description:
Ous MDR - during a regular device check in (B)(6), the device displayed an error message of 312. The physician was unsure why this error message would appear after just one month of implantation. The device was explanted and returned for analysis, but the date of explant was not provided.